Manufacturer narrative:
Additional information of initial reporter added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) requesting MRI compatibility guidelines reported that x-ray confirmed that the patient has a broken left lead. The hcp reported that the patient indicated that the device does not work and the patient does not have a patient programmer. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider indicated that the patient will have surgery on 2017(B)(6) to resolve their broken lead and the ins not working. The cause of the broken lead and ins not working remains unknown. No further complications were reported.